Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the pt's right (od) eye in 2009. The lens was explanted at about two weeks later, due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.